Event description:
It was reported that (1) tl60 was used during a "lar" procedure. It was reported by the rep that the surgeon assistant wanted to fire across the large bowel when immediately noticed "something was wrong." The hosp immediately replaced the defective tl60 with another one and rectified the situation upon removing the defective product. The surgeon noticed loose unclosed staples in the abdominal cavity. There was no consequence to pt.